Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 18 mmol/l (324 mg/dl). The night prior to the hospitalization a pod fell off and the patient did not have a backup insulin delivery method and the patient began felling nausea, fatigued, vomiting, and was taken to the hospital. The patient was treated with intravenous fluids including saline, insulin, glucose and zofran and also potassium. The patient was released after a day and a half. The pod that fell off the night before the medical event has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.